Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual. It was reported that they had their ins replaced and after the surgery the ins was never "cut on". This caused the patient to have to go to physical therapy. No further complications were reported or anticipated with this event.